Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor adhesive was returned. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely, and as a result was unable to monitor glucose via sensor scan. The customer experienced a loss of consciousness, and required treatment of glucose via IV by healthcare professionals, who were called to the customer's home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely, and as a result was unable to monitor glucose via sensor scan. The customer experienced a loss of consciousness, and required treatment of glucose via IV by healthcare professionals, who were called to the customer's home. There was no report of death or permanent injury associated with this event.